Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 30mg/dl. The customer stated that they passed out and the emergency medical services were called. The customer was treated with was/not wearing the insulin pump at the time of hospitalization. Customer was treated intravenous glucose and their blood glucose levels raised to 600mg/dl. It was not mentioned if the customer was wearing the insulin pump during the time of hospitalization. Customer declined troubleshooting. No additonal information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.